Manufacturer narrative:
(B)(4). To date, the lens remains implanted. A review of the manufacturing records showed no deviations. The diopter measurement records for this lens were verified and shown to be within specifications. This was in compliance with the labeled dioptric power of 20.5 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient was experiencing halos while driving at night and also reading following the implant of an intraocular lens (iol) in the left eye. Further, the implant was greatly affecting the patient's daily activities. The patient returned on (B)(6) 2012, where the doctor adjusted (nudged) the lens. No patient injury was reported. The lens remains implanted. The patient has given up driving at night due to unresolved symptoms, halos while driving.